Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the reported b30 scope communication error code was likely to occur as a sporadic failure. The fuzzy screen was not confirmed during inspection. Additional non-reportable findings found during evaluation were; the bending section cover had a cut, there was flickering image when angulating which returned to normal in neutral. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a b30 scope communication error code with a fuzzy screen. The issue was found during reprocessing. There was no patient involvement.